Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that defibrillation and pacing impedance warnings were triggered on the right ventricular (rv) lead. The lead was suspected to be fractured. Reprogramming was indicated to have occurred. The implantable cardioverter defibrillator (ICD) was suspected to have premature battery depletion. The lead and ICD were explanted and replaced. No patient complications have been reported as a result of this event.